Event description:
While on the line with technical support, patient discovered missing segments in the device's result display. No resultant injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.